Event description:
It was reported that the ilet insulin pump displayed alert 38 indicating consecutive stalled motor events after a restart at school, and subsequent restarts initially cleared the alert but it recurred, leading to a replacement and counseling on use of backup subcutaneous insulin pens. Symptoms included hyperglycemia with blood glucose over 400 mg/dl for a couple of hours, without ketones and without need for professional medical intervention. Outcomes included temporary interruption of automated insulin delivery and transition to multiple daily injections until the replacement device arrived. Investigation included review of device history in the ilet, confirmation of the alert occurrence after restart, and receipt and inspection of the returned device. Investigation of this case revealed a pump motor stall consistent with an insulin delivery mechanism malfunction. It was concluded that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.